Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a bacterial infection, sepsis and exhibited a gash on her thigh. The implantable cardioverter defibrillator (ICD) was part of the implanted system at the time and was explanted as result. There were no additional adverse effects reported.